Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred the same day the sensor had been inserted in the abdomen. According to the patient¿s husband, on (B)(6) 2025, the patient¿s cgm reading would have been inaccurately high, causing the insulin to pump the administer too much insulin. No specific cgm value was reported as the reporter could not pay attention to this while the event happened. The patient experienced loss of consciousness and when a fingerstick was taken the blood glucose reading was 2.0 mmol/l. The husband gave a glucagon injection and called an ambulance. No further treatment was reported to have been necessary, and the patient was not taken to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.